Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Teh iab was inserted into the pt on 5/10/97 at 8:00 p.m. The balloon was not pumping effectively for approx. 10 minutes. Then, on 5/11/97 at 4:45 a.m. After iabp for about 8 hrs, blood was noted in the balloon. Pumping was immediately stopped and the iab was removed immediately. Event complications: none from the event - rpt'd 5/20/97, 6/25/97. Pt current status: critical - rpt'd 5/20/97.